Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was being explanted for normal battery depletion. No performance allegations had been received prior to pocket opening. It was noted that during the extraction procedure the header was detached from the device casing. No adverse patient effects were reported. This product was successfully explanted and replaced.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Although evidence indicates external stress may have been a factor in the header becoming loose, the cause of the abnormality was isolated to insufficient bonding between the medical adhesive and the titanium casing. Manufacturing enhancements were implemented in 2003 to make the bond more robust.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.